Event description:
Note: this report pertains to the first of three devices used during the same procedure. Refer to associated MFR report # 3005099803-2008-00215 and 3005099803-2008-00214. It was reported to boston scientific corp in 2008, that an endoscopic retrograde cholangiopancreatography (ercp) and a cholangioscopy procedure for an "indeterminate stricture in the common hepatic duct" were performed in 2007, using a spyscope access and delivery catheter with a spyglass direct visualization probe and a spybite biopsy forceps on a male pt (weight unk). According to the complainant, "one day post procedure (the) pt experienced (an) ae (adverse event) of fever. (The) pt was given antibiotics and was hospitalized for three days. The severity of the event was moderate according to (the physician) and resolved without sequelae (by the next day). "Reportedly", the physician indicated that the event was "probably" related to the ercp procedure, "possibly" related to the cholangioscopy procedure and the three devices, and "unrelated to the pt's condition/co-morbidities."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that three additional complaints have been reported on the lot: one for a similar event (patient experienced inflammatory syndrome with pyrexia) and two for unrelated events (broken cable and device insertion difficulties). The december 2007 15-month spyscope access and delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.